Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged an increased amount of presumptive sars-cov-2 positive results generated in two (2) run batches with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. Thirty-one (31) results were affected and repeat testing of the same sample collections on a different cobas 8800 system generated sars-cov-2 negative results. No harm was alleged. Both the initial and retest results were reported out. An investigation is ongoing.

Manufacturer narrative:
Investigation is on-going. A supplemental report will be submitted upon completion of the investigation. The customer alleged an increased amount of presumptive sars-cov-2 positive results generated in two (2) run batches, where retest of the samples generated negative results. Customer alleged 31 samples are affected. No specific patient identifiable data is available; there was no alleged impact to health. Two batch mdrs are being filed. (B)(4).

Manufacturer narrative:
No specific sample ID¿s could be provided by the customer therefore review of the specific samples being alleged could not be performed. A review of the data showed the presumptive positive samples found in the data generated CT¿s indicative of samples near the limit of detection (lod). A review of the curves for the samples identified in the data review appear to be suppressed. A review of the control curves did not show any major shifts or suppression and the ic performed consistently throughout the run. Investigation on the complaint kit not did not identify a product issue. The discrepancies observed by the customer are likely sample and or site specific. Based on the information and data provided there is no indication of product problem or systemic issue. One potential cause is that samples tested are near the lod of the test. Samples near the lod can be expected to generate results that waiver between positive and negative. --- updated device code from a090804-false positive result to a090806-non reproducible results --------------------- (B)(4).